Event description:
Additional information received indicated that the patient presented remotely. Upon review, the pacemaker exhibited far-r oversensing. No intervention was made. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the pacemaker exhibited far-r oversensing. No other information was available.